Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding multiple patients who were implanted with implantable neurostimulators (ins). It was reported that in the past, the caller has had spinal cord stimulation (scs) patients indicated the device is not working and did not call into manufacturer. Caller indicated maybe 5 patients in the past, no further information could be provided, no model numbers or patient's names. Caller also mentioned in the past year, she had a female patient indicating the device was not working. Unknown model number. Unknown female patient's name. Suggest caller to call in to mdt when patient is reporting any device not working. No specific event dates were [provided for any of the events. No symptoms were reported and no further complications were reported/anticipated.